Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. The date of death is not known and is estimated based upon the print publication date. Referenced article: clinical outcome of implantable cardioverter defibrillators with recalled and non-recalled leads in japanese patients ¿ increased failure rate of the sprint fidelis lead. Circ. J. 2014;78(2):353-359. (B)(4).

Event description:
A journal article was reviewed which contained information regarding these leads. Multiple patients and multiple adverse events and failure modes were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. The article included adverse events such as patient deaths and infections. The following failure modes were also noted: inappropriate shocks, lead fracture, oversensing/low sensing, impedance increase and no pacing. All, but one lead, were explanted (which included being abandoned or replaced with new leads).